Event description:
Reportedly, the longevity of the pacemaker involved in this MDR report appeared to be premature. The device was explanted and returned for analysis.

Manufacturer narrative:
On (B)(4) 2011, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.